Event description:
It was reported that before use of the bd insyte¿ IV catheter the packaging coming apart at the top.

Manufacturer narrative:
Medical device lot# corrected to 5079316.

Manufacturer narrative:
H.6. Investigation: 1 actual unused sample of batch 5079316 was returned for investigation that was not decontaminated and was observed to not be sealed at the top of the packaging. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area and thus showed that the sealing process was completed in the manufacturing facility. A DHR was performed and no qn was raised for a nonconformance relating to the issue during the production of the batch.

Event description:
It was reported that before use of the bd insyte¿ IV catheter the packaging coming apart at the top.

Manufacturer narrative:
The reported batch number [5079326] was not found for material number [381223] medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd insyte¿ IV catheter the packaging coming apart at the top.